Event description:
Report alleges the pt's implants have changed in shape and position and have become firm and misshapen. Report also alleges at surgery the left implant had capsular bleed, right implant was intact and there was bilateral capsular contracture.